Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital] "dr. Was trying to load the clip. During the case , upon using the clip applier no clips were being loaded into the jaws" intervention: device replaced. Patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no nonconformances were found. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: [hospital] "dr. Was trying to load the clip. During the case , upon using the clip applier no clips were being loaded into the jaws" intervention: device replaced patient status: good.